Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used the cook metro direct wire guide with a cook dash dometip double lumen sphincterotome (dash-1). The cannulation was described as difficult. Once the sphincterotome was advanced through the endoscope and into the common bile duct, the physician attempted to advance the wire guide and the wire guide reportedly "looped a couple times" while in the common bile duct. When the physician pulled the sphincterotome back to perform the sphincterotomy, they noticed the tip of the wire guide exited the common bile duct and was located in the duodenum. A different wire guide was used to finish the procedure. At the end of this procedure they used forceps to retrieve the tip of the wire from the pt. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The outer black coating of the wire guide tip has separated from the coil spring approx 1.2 cm. The separation was fully detached from the distal tip. No other anomalies were observed that could have contributed to this report. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. Investigation conclusions: if the wire guide received excessive pressure, perhaps in response to resistance due to a severe stricture, this could have contributed to the wire guide damage. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30 cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide damage. If add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. If the endoscope or accessory device used with this wire guide contains a sharp edge, this could have contributed to damage of the wire guide. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. A review of the complaint history was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Qa will continue to monitor for complaint trends.